Event description:
"During cardiac catheterization sheath/catheter removed, perclose device deployment attempted. Perclose catheter broke leaving a portion in the artery. The patient was taken to surgery for exploration of groin, embolectomy of femoral artery and repair of femoral artery. Catheter snared by radiologist and removed through the true lumen". Upon further query with the customer, the following info was recieved. The md attempted arteriotomy closure with the perclose a-t (the closer ak) device after a diagnostic procedure. The arterial access site was confirmed in the cfa which was greater than 5mm in size and calcified. It was reported that the md encountered resistance during the insertion of the device. Once the device was advanced and adequate mark was achieved, the foot and the needles were deployed without difficulty. The plunger was removed and the foot was parked. In the attempt to retract the device, the md discovered that the device was "stuck". The md them manipulated the lever of the device several times in order to open and close the foot. During another attempt to remove the device, it was reported that the device broke in two pieces leaving the sheath in the pt. Hemostasis was achieved by applying manual compression. The pt was taken to surgery for a cut down. It was reported that the sheath was removed with a snare and the artery was closed with a suture. The pt was discharged home from the hospital on an unspecified date and is doing "fine". There are no reports of any further adverse pt sequelae.